Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2024 with a blood glucose (bg) level of 24 mg/dl; cause was not known. Customer was treated with IV and fluids of saline, customer was also given a glucagon injection and potassium. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.